Event description:
The patient contacted animas to review the insulin-on-board (iob) feature of the pump and alleged that it might not be accurate. It was reported that the patient experienced low blood glucose (bg) on one occasion; bg was 40-50 mg/dl and the patient felt shaky and sweaty. The patient treated the low bg with oral carbohydrate and the bg returned to normal. The patient mentioned that he also has low bg after exercise and is working with his health care provider (hcp) to adjust the pump settings. Several examples of bolus calculations with iob were reviewed by customer technical support who concluded that the feature was operating as expected. Cts suggested that the patient may have misread the calculation screen and delivered a bolus that was larger than recommended. Cts instructed the patient about the iob feature and the patient was advised to continue to work with the hcp for setting adjustment to prevent hypoglycemia. This complaint is being reported based on the conclusion that the patient experienced hypoglycemia suggestive of an adverse event while using insulin pump therapy. Although the iob feature appeared to be functioning within specifications, use error may have contributed to the event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump settings confirmed that the 11:00 am I:c ratio was set to 1:6, the insulin sensitivity factor was set to 55, and the target bg was set to 120 mg/dl. Using the patient's settings, an ezcarb bolus was performed with the iob set to off, and the pump accurately calculated the appropriate bolus amount. The pump was exercised for 29 hours with no delivery issues occurring. There were no defects found on investigation. The complaint could not be confirmed or duplicated.